Event description:
A report was received that the patient had an infection and pain at the pocket site. The patient will undergo a revision procedure wherein the ipg will be relocated.

Event description:
A report was received that the patient had an infection and pain at the pocket site. The patient will undergo a revision procedure wherein the ipg will be relocated.

Manufacturer narrative:
Additional information was received that the patient was doing well.

Manufacturer narrative:
(B)(4).